Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that a hair-like material was found inside of the vamp plus syringe before use. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One single dpt-vamp plus kit with an IV set and pressure tubing was returned for examination. The reported event of ¿hair-like material was found inside the vamp plus syringe¿ was confirmed. One loose hair-like particulate was observed inside of the vamp plus unit, but it is on plunger side and outside of the kit flow path. One end of the particulate appeared to be consistent with a hair follicle. The other end of the particulate was tapered. The length of the particle was approximately 25mm. The plunger of vamp plus was moved several times, but the particulate stayed on the plunger side of the unit. Particulates found on the outside of the fluid path are not considered to be reportable events. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this case, the particulate was noticed before use and noted to be behind the plunger seal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.